Manufacturer narrative:
H.6. Investigation: bd received 2 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for dirty and embedded stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered on 2 stoppers with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty stopper x1. Embedded fm in tube x1.

Manufacturer narrative:
PMA/510(k)#: k023331 & bk050036. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered on 2 stoppers with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty stopper x1 embedded fm in tube x1.